Manufacturer narrative:
Iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
An article was published reporting that following an implantable collamer lens (icl) implantation procedure, patient's experienced endothelial cell loss, elevated iop, significant decrease in aca and aod parameters. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim: (B)(4).